Event description:
A malfunction was reported on the pump by the caller, and it was identified with a malfunction code of malf 12, accompanied by a fault ID of 0x2071. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, allowing the caller to continue using the pump.